Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced tubing expansion/ballooning and defective/damaged tubing. The following information was provided by the initial reporter: following issue was reported from our labor and delivery department this week. 1 set tubing failed completely (not retained). 1 set tubing wall began to fail and developed bolus. Packaging was not retained and lot number is unknown for both of these. Product sku is 2426-0500. No patient injury reported at this time, just delay / interruption of therapy.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced tubing expansion/ballooning and defective/damaged tubing. The following information was provided by the initial reporter: following issue was reported from our labor and delivery department this week. 1 set tubing failed completely (not retained) 1 set tubing wall began to fail and developed bolus. Packaging was not retained and lot number is unknown for both of these. Product sku is (B)(4). No patient injury reported at this time, just delay / interruption of therapy.

Manufacturer narrative:
Additional information: d.11 concomitant device - 30262e. Device evaluation: it was reported that a balloon developed in tubing. Received from the customer was one used primary set model 2426-0500 lot unknown and one used extension set model 30262e lot unknown attached to the end of the male luer of the suspect set. The pcu and pump device that were in use during the customer event were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other anomalies or evidence of damage were observed upon initial visual inspection. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir #(B)(4) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification. Equipment used (measurement on (B)(6) 2020) ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Device history record could not be performed on model 2426-0500 because the lot # for the suspect set was not provided. The customer¿s report that the tubing created a bulge/ballooned was confirmed by visual inspection of the as-received sample. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. H3 other text : see h10.